Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 11-may-2023, it was reported that the last thing patient remembered, accidentally pulled the infusion set's cannula out of the site. Therefore, she fell unconscious on the floor and she was taken to the hospital a few days later on (B)(6) 2023 due to high blood glucose level (900 mg/dl). She had high ketone level.during hospitalization, the patient received fluids of insulin drip intravenously as corrective treatment. On the day of this report ((B)(6) 2023), the patient was released from the hospital. No further information was available.